Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 tmc-psyc failed to access. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was failed. A field service engineer asked the escort to log in and inventory medication in auxiliary drawer 1 since no drawer failure was indicated. The drawer clicked but did not open, and upon opening the back of the auxiliary unit, a broken u-bolt on the plunger was identified. The pyxis system was powered off, drawer 1 was removed, the insert was taken out, and the plunger was replaced. The matrix drawer and insert were then reinstalled, the pyxis system was powered back on, and the escort was asked to log back in and inventory the drawer. The drawer was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.